Manufacturer narrative:
The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, and cracked reservoir tube lip. The pump was received with blank display due to moisture damage at the electronic assembly.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid at the ocean. The customer jumped into the ocean with the pump on. The customer states there was fluid under the lcd screen. The customer's blood glucose level was 140mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.